Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of an extension line leak was able to be confirmed by the photo. The customer also returned one single-lumen PICC for analysis. Signs of use were observed on the catheter body and inside the extension line. The catheter body appeared intentionally severed. Visual inspection of the catheter revealed a small hole adjacent to distal extension line. The remainder of the extension line was secured inside the luer hub. The catheter body length from the juncture hub to the severed end measured 7 1/2" , which is not within the specifications of 21 3/4"-22" per product drawing. This indicates that at least 14 1/4" of the catheter were severed and not returned. The outer diameter of the distal lumen measured to be 0.08700" which is within specifications of 0.084"-0.088" per product drawing. The inner diameter of the distal lumen measured to be 0.057", which is within specifications of 0.055" - 0.059" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Water leaked out of the hole in the distal line. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with the kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.". The complaint of an extension line leak was confirmed through a distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. Based on the appearance of the damage, the probable root cause is manufacturing related. A non-conformance has been initiated to further investigate this issue.

Event description:
PICC was placed on (B)(6) 2023. On (B)(6) 2023 it was discovered that "where the extension tubing joins the luer port connection is leaking". The PICC was removed the same day. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
PICC was placed on (B)(6) 2023. On (B)(6) 2023 it was discovered that "where the extension tubing joins the luer port connection is leaking". The PICC was removed the same day. No patient harm was reported. The patient's condition is reported as fine.